Manufacturer narrative:
Correction: UDI and product number. Additional information: manufacturing date.

Manufacturer narrative:
Patient information received.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the uninterruptible power supply (ups) was tested and battery work in case that was causing the power off. Tested navigation system with imaging system and no inaccuracy was observed, representative was unable to replicate the reported issue. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, after navigating properly navigation system unexpectedly powered off. System was rebooted and was functioning normally until navigating screen became unresponsive with an instrument shown as still on the screen. All the screws were already inserted when the issue occurred and a final 3d imaging spin has been performed to verify placement. The procedure was completed without the use of navigation and imaging. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. Additionally, it was noted that the issue had not recurred since the original instance. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.